Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer provided cleaning disinfection and sanitization (cds) practices, the device evaluation, and the legal manufacturer's final investigation. The user provided their cds practices of the subject device where water is aspirated through the instrument and suction channels, and the air/water and auxiliary channels are flushed. The device is manually processed with a kit scope clean cleaning brush. The device is reprocessed with a olympus etd4 automated endoscope reprocessor (aer) using endodet detergent and endodis and endoact disinfectants. The device is stored horizontally. Olympus is the maintenance provider of the subject device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The reporter¿s contact, occupation and health profession are unknown at this time. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and the results conform according to french regulation. During the incoming inspection no damage was found and the scope was sent back to the customer without any repair. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes

Event description:
Olympus (B)(4) was informed by the user facility that after a microbiological routine control on this evis exera lll colonovideoscope, the user facility detected an unexpected contamination. The hmi (hygiene microbiological investigation) report indicated the channels of the scope were cultured and on (B)(6) 2021, tested positive for greater than 100 colony forming units (cfu) klebsiella pneumoniae, pseudomonas aeruginosa and escherichia coli. On (B)(6) 2021, 2 (cfu) environmental saprophytic flora, 100 (cfu) klebsiella pneumoniae and pseudomonas aeruginosa. On (B)(6) 2021 enterobacter cloacae 8 (cfu), environmental saprophytic flora 6 (cfu). The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause. The scope has been returned to the regional repair center.